Event description:
I have medtronic programmer # 37743 for use with neurostimulator. Had quit working in 2009 was turned off, was not working. Had appointment with urology at about one month later, and & xrays showed leads had come loose. Have been calling medtronic people, since then & they keep putting it off, they have to re evaluate ect & nothing is being done. I get spasms when I urinate & I am in pain. Dates of use: 2009. Diagnostics or reason for use: incontinent. Event abated after use stopped: no.